Event description:
The ge oec 9800 fluoroscopy system had one reported instance of poor image quality.

Manufacturer narrative:
A ge oec service representative investigated the issue and checked and re-verified tracking and calibration. System operating within specifications. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.